Manufacturer narrative:
Concomitant medical prodcts: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, explanted:(B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 8mg/ml- 5 mg/d; bupivicaine 4mg/ml- 2.5 mg/d; clonidine 200 mcg/ml-125 mcg/d. The lot numbers were unknown. The indications for use were failed back syndrome-other and non-malignant pain. It was initially reported that a motor stall occurred within the past year (as of (B)(6) 2015), and they drained the drug and were contemplating the next step. However, it was later reported by the manufacturing representative that (B)(6) suffered from a catheter issue, not a motor stall. On (B)(6) 2014, they aspirated 35ml and were expecting 9.5ml. They were concerned about kink/obstruction. On (B)(6) 2014, the hcp could not inject through the catheter. A catheter kink was visualized. The pump and catheter were replaced. Follow up was being conducted regarding patient symptoms and the cause of the kink. If additional information becomes available, the event will be updated.